Event description:
The customer was not feeling well. Customer was eating lunch and getting sick. Their spouse used the device to check their blood glucose and obtained a result of 245 mg/dl. Spouse then called 911. One hour later their glucose was 56 mg/dl in the hospital. Customer was treated with an IV. Level one and level two controls were out of range on the system. The device was replaced and requested to be returned for evaluation.